Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was submerged under water and was no longer responsive. Customers blood glucose level was 560 mg/dl. Reportedly, customer went to the emergency room to address the high bg. Customer administered a correction via mdi and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.